Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of an atrial side of the cable was not working and attributed it to pin 22 of the plug being bent and not allowing the cable plug into the connector. All continuity tests were open due to the bent pin. When the bent pin was straightened and the cable retested, all continuity tests were okay and no intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant of a pacemaker the atrial analyzer cable was providing ventricular signals while positioned within the right atrium. The cable probe was repositioned within the right atrium but with no results. It was then determined that the atrial side of the cable was defective. The cable is expected to be returned for analysis. No patient complications have been reported as a result of this event. It was further reported that the cable was returned to service.